Manufacturer narrative:
(B)(4). For related complaint see MDR #3010532612-2018-00118 and (B)(4).

Event description:
During our investigation of the initial complaint that was reported, an additional finding was identified on the catheter. The catheter was found with an inter-lumen crossover. Therefore, a secondary complaint was generated to identify and investigate the additional finding , and report the secondary complaint. There was no death, serious injury or complications reported.

Event description:
During our investigation of the initial complaint that was reported, an additional finding was identified on the catheter. The catheter was found with an inter-lumen crossover. Therefore, a secondary complaint was generated to identify and investigate the additional finding, and report the secondary complaint. There was no death, serious injury or complications reported.

Manufacturer narrative:
(B)(4). Teleflex performed an investigation on an additional finding that was identified for complaint MDR #3010532612-2018-00118 and teleflex confirmation # (B)(4). The reported complaint of catheter damaged is confirmed. Upon functional inspection, the interlumen crossover was found between the injection lumen and the inflation lumen. The skive cut for the inflation lumen was noted to have been cut too deep and caused the interlumen crossover with the injection lumen. A nonconformance has been initiated to further investigate the root cause.